Event description:
It was reported that during npwt utilizing a foam filler kit, blockage alarm occurred. It was confirmed that the connector of the dressing tube was disconnected. Applying the fixation strip did stop the blockage. There was no patient harm. There was no delay and the procedure was completed with the same device.

Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation, but photos and other additional information has been provided to establish a relationship between the device and the reported event. The photos confirm the connector of the dressing tube was disconnected. Probable root cause is a manufacturing process error. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.